Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number mlp-030370, and the reported events and patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for mlp-030370 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient passed away due to congestive heart failure. The patient died at a hospice facility. They had decline in quality of life, mobility, and stamina in the past 6 months. The device was functioning normally at time of death. The outcome was not considered device or therapy related. An autopsy was not performed. The device was not explanted.